Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01541. The patient had two leads implanted with the same lot number. It was reported the patient's scs system was explanted due to multiple issues. She reported she experienced a burning pain constantly. The patient reported she has continued pain since her system was explanted. She was advised her current pain issues need to be addressed by her physician. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.